Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and other manufacturer right ventricular (rv) lead had elevated intermittent pacing impedance values of 1400 ohms, and there were observations of erratic impedance and loss of capture on the left ventricular (lv) lead. The patient had been very symptomatic. The rv lead was explanted and replaced, and the lv lead and crt-p remain in-service. No additional adverse patient effects.

Event description:
No additional information was received.